Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 600mg/dl. The customer stated that he was in an accident but was not driving. The caller mentioned that the cannula was bent. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears to be normal. Instructed the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.